Event description:
A report was received that the patient was experiencing a lot of pain near the ipg site whether the stimulation was turned on or off. It was also reported that the battery was more visible. The patient underwent an explant of the ipg. No device malfunction was suspected.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.